Event description:
It was reported that the device was removed due to infection. The signs/symptoms the patient presented with were redness and swelling over the abdominal pump pocket site; discoloration of skin over the flank where the catheter was tunneled from the pump to the spine. The culture grew candida albicans from the pump pocket site, and gram negative rods from the cerebral spinal fluid. The patient was treated with antibiotics/ antifungal agents via a PICC line, as well as monitored for signs/symptoms of acute baclofen withdrawal (which he did not exhibit) and started on a course of oral antispasmodics while hospitalized. He was discharged on (B)(6) 2012 from the hospital and was to have continued clinic follow up for any potential complications. Drug delivered via the device was gablofen 1000mcg/ml.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model: 8598a , serial# (B)(4), implanted: 2010-(B)(6), explanted: 2012-(B)(6). (B)(4).